Event description:
In 2001, it was reported to the center that the patient had a minor fall and had been monitored since that time for fluctuating impedances on several contacts. The next month, the decision was made to explant the device.